Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens. The lens folded up prior to insertion into the eye. No pt contact no pt injury.

Manufacturer narrative:
Evaluation - visual inspection of the returned product showed that the lens optic was torn. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.